Manufacturer narrative:
Continuation of d10: product ID hh90t01 (lot: rf8t6024pzw); product type: 2201-mobile platform; section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that their handset was displaying "no network" and turning off automatically while they were attempting to access their bolus. The agent reviewed and assisted the patient with deleting data. After that, the patient was able to view the therapy screen without issues. Patient called back and stated when they try to bolus, it is taking a long time and lags at 90 percent. Patient claimed they don¿t think they were getting the bolus because the screen wouldn't display right. Agent reviewed information and assisted the patient with clearing data. Patient was able to connect to the pump without issue. Patient will call back if further assistance is needed.